Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation and the evaluation was completed. Based on the results of the investigation, it was it was possible that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from key top of the switch1 and biopsy channel. Leakage occurred from key top of the switch1 and biopsy channel. Identity of the foreign material was not identified and it was not possible to conclusively specify the cause of the foreign material remained in the device. T here was no health damage to patients. A device history review revealed no issues that could have caused or contributed to the reported issue. Chapter 4, ¿installation of equipment¿ section 4.18, ¿disinfection of the water supply piping¿ perform disinfecting the water supply piping in the following cases. Before using this equipment for the first time (after installing the water filter). Immediately after replacement of the water filter. Whenever bacteria in the water supply piping is identified. Before using the equipment when it has not been used for a long time of period. When disinfecting the water supply piping, use acecide disinfectant solution. Furthermore, IFU for the subject endoscope warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had foreign material exiting from the channel. The issue occurred during an unspecified biopsy procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted